Event description:
In surgery, the smart toe bent when implantation was attempted. Another smart toe of the same lot was implanted successfully for the patient along with two additional smart toe implants. There was no adverse consequence to the patient reported.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information is received, it will be submitted in a supplemental report.